Manufacturer narrative:
The insulin pump motor error alarm during rewind due to corroded motor home switch. The displacement test was unable to be perform due to motor error alarm. Analysis was unable to verify excessive no delivery alarm due to motor error alarm. The pump had a cracked display window corner. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 126 mg/dl. The customer states they are able to complete the rewind. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. However, the motor error occurred more than once in the last 30 days. The device will be returned for analysis.